Event description:
Edwards received notification of a pascal precision ace procedure in mitral position where on the final echo before discharge, a single leaflet device attachment (slda) was observed with loss of the posterior leaflet. Patient was noted to be still suffering from dyspnea and recurrence of higher grade of mitral regurgitation (mr). Starting mr was moderate to severe, post-procedural mr was mild residual and mr on the final echo before discharge was back to moderate to severe.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). B2: other serious- even though there was no reintervention, there is a potential for reintervention in this case. This is a combined initial + final combined report which includes investigation findings. The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) post-procedure was unable to be confirmed. Evaluation of the available information is unable to identify a potential root cause for this event. Based on extensive complaint investigations, the root cause for slda events are most likely due to patient factors, procedural factors, imaging factors, or a combination of these factors and are not attributed to device malfunctions or manufacturing nonconformances. The pascal and pascal precision IFU and training materials provide adequate instructions on device implant, leaflet capture, and optimization prior to release. These events will continue to be monitored and complaints trending and control limits are managed and assessed.